Event description:
It was reported that during a pta / stenting treatment proceudre, difficulty was encountered with the wallstent iliac stent. The lesion being treated was a calcified, 80% stenotic lesion in a tortuous subclavian artery. The physician used an 8 fr xemex introducer sheath for vascular access, and a radiofocus guide wire to cross the lesion. The lesion was pre-dilated with a small vessel balloon. After the wallstent was advanced to the lesion, fluoroscopy revealed that it was bent, so it was removed from the pt. Angiography revealed that a vessel dissection had occurred near the lesion at the subclavian artery. The dissection was not treated, and the pt was asymptomatic during this event. The physisican determined that the pre-dilation had effectively treated the lesion, so the procedure was completed. Pt status is reported as 'good'.